Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were 7 no external power alarms. The patient and family reported a couple of occasions that they lost power to their home but was not seen on the actual log below the report. Log files were sent for review. The log file captured no external power alarm(s) & multiple other associated alarm types on (B)(6) 2026 between 8:21:23 and 8:22:49. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The no external power events were pushed out of the log report by new incoming data. The remainder of the log file was unremarkable. The mpu had a v-lock connector on the ac power cord. The ac power cord may have potentially came loose at wall outlet or from the back of the unit. The no external power alarm on (B)(6) 2026 was due to a loss of power to the house.